Manufacturer narrative:
The device was sent to an external laboratory. According to the investigation report, the bacterium called pseudomonas aeruginosa could be found inside the unit. After applying a high level cleaning/disinfection procedure, the examination performed showed that no revivable microorganisms could be detected in the channels. Further sampling after a high level maintenance followed by a 24-hour storage maintenance procedure, followed by a 24-hour storage period, revealed no evidence of any detectable viable microorganisms were present according to the methods used. Based on these results, it was determined that the microbiological quality of the storz endoscope 11301bn1 n°2249439 is satisfactory. As well as the target value (< 1 cfu (colony-forming unit) / endoscope), which is defined in the instruction no. Dgos/pf2/dgs/vss1/2016/220 dated july 4, 2016, corresponds to the target value (< 1 cfu/endoscope) for an endoscope that has been subjected to high-level disinfection and rinsed with sterile water. Based on these results, the most probable root cause is a reprocessing error. The customer will be informed about the reprocessing issue.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): the affected fiberscope was used for the treatment of 2 patients. Both patients were infected with a bacterium called pseudomonas aeruginosa, but no serious deterioration in state of health was reported. This report represents the event for patient 1 of 2. (MFR's. Internal complaint # (B)(4)).

Manufacturer narrative:
The investigation is pending.